Event description:
The customer reported that the device would not pass diagnostic testing, and failed with a pads/paddles ECG error.

Manufacturer narrative:
The customer reported that the device would not pass diagnostic testing, and failed with a pads/paddles ECG error. Phillips evaluated the device, confirmed the reported failure, and repaired the device by replacing the power pca. The device passed all testing and was returned to the customer.